Event description:
It was reported that the pump was explanted due to battery depletion. The catheter was ¿unhooked¿ from the pump at explant and the patient stated she had never received pain relief. The reporter noted that the pump had been stopped ¿at some point¿; however, the reporter did not have knowledge of the pump stop. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.